Manufacturer narrative:
An event regarding a disassociation involving a partnership trial head was reported. The event was not confirmed. Device evaluation and results: a visual inspection of the returned device noted that the device was returned in used condition. There were scratches and dents throughout the device. Examination by a material analysis engineer indicated: "damage observed consistent with implantation and explanation processes." Dimensional and functional inspection not performed since the product was returned damaged. Medical records received and evaluation: not performed as medical records were not provided for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: complaint history review found no other similar events for the manufacturing lot. Conclusions: it was reported that the patient suffered an intra-op event during surgery wherein during the dislocation of the trial components, the trial head came loose from the trial neck and slide into the fat and muscle tissue of the patient. The event could not be confirmed nor the root cause determined because the insufficient information was provided. A visual inspection noted scratches and dents throughout the device. Analysis by a material engineer observed damage observed consistent with implantation and explanation processes. No further investigation for this event is possible at this time as the insufficient information was received. If additional information become available, this investigation will be reopened.

Event description:
It was reported that during a hip operation the surgeon did a trial reduction with a rasp and a trial head. The trident cup was already implanted. When the surgeon wanted to dislocate the hip again, the trial head came loose from the trial neck and slided into the fat and muscle tissue of the patient, who has osteoarthritis. The surgeon tried to remove the trial head from the patient by using instruments. It took more than 30 minutes to retrieve that part.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that during a hip operation the surgeon did a trial reduction with a rasp and a trial head. The trident cup was already implanted. When the surgeon wanted to dislocate the hip again, the trial head came loose from the trial neck and slide into the fat and muscle tissue of the patient, who has osteoarthritis. The surgeon tried to remove the trial head from the patient by using instruments. It took more than 30 minutes to retrieve that part.